Manufacturer narrative:
The reason for this revision surgery was to remedy a fractured femur after two weeks of patient use. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to (B)(4) surgical for examination. A review of the device history records showed one non-conforming material reports associated with this product due to a visual nonconformance. One of six pieces was dispositioned as scrap. A review of the product complaint report history shows this is the third complaint for this part number: one due to dislocation and one for a tight joint. This is the first complaint for this lot number. The root cause for the fractured femur was most likely due to the patient falling. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the pt fell and sustained a fracture of the femur. The surgeon implanted a unipolar head.